Event description:
On (B)(6) 2025, a patient contacted technical service to report that vest model 105 (product code p105, serial number (B)(6)), had power cord damaged with copper wires exposed. This occurred at home during patient use. There was no patient injury or death reported with this event.

Manufacturer narrative:
The baxter technical support found the power cord needed to be replaced. The vest airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this product. It is unknown if the customer performs preventative maintenance on their products. A replacement power cord was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power cord with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.